Event description:
The unit would intermittently display defib comm error and pacer comm error. There was no pt harm involved. The problem was traced to an intermittent defect on printed circuit board assembly 596327 which was replaced. The specific defect has not been identified. The event is not occurring more frequently or with greater severity than is usual for the device.